Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported having been diagnosed with side unspecified cancer. There is no indication treatment has occurred. Follow up findings reveal the cancer is not device related. Healthcare professional later reported rupture and exchange from textured to smooth due to the patient's concern with the product. The devices remain implanted. This record is for the right side.